Event description:
A 10 french bard drainage catheter was inserted and a few days later the hub of the drainage catheter was noted to be cracked. The patient had to return to interventional radiology to have a new drain catheter inserted. More recently this happened again with another patient on the same model catheter. The hub again cracked and this patient too, had to return to interventional radiology to have a new drain catheter inserted.